Event description:
The customer initially called for assistance with the sensor menu option. The customer then stated that he was hospitalized due to high blood glucose levels because he didn't change the infusion set and reservoir when it was time. The customer declined troubleshooting, and felt that the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.